Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was getting a 1707/coupling error. They reported a shocking sensation while they were recharging. The following troubleshooting steps were performed; located the ins by looking for incision and/or palpating the ins, recommended patient lean forward while sitting to optimize ins position, apply comfortable pressure to the recharger or consider tightening the recharging belt, recommended using recharger over a thin layer of clothing. The patient stated they had already done troubleshooting with the rep and they instructed the patient to call for new external equipment. Patient mentioned they felt that since this issue started the implant felt further down than it used to be as well. They stated it felt pretty flat. They did confirm that the recharger would make a brief connection sometimes, but then immediately went back to searching. The issue was not resolved through troubleshooting. A new recharger was sent. The patient was redirected to their doctor if the issue persisted. It was noted the patient also saw the recharger inactive screen, but the patient continued to review issue that they w ere normally having, this screen usually didn't appear. With regard to the discomfort when recharging it was noted the patient did not use the recharger belt or a thin layer of cloth when recharging, the sensation was noted to be felt at the pins on the recharger and it was described as a shock. They said they felt this sensation randomly, it was noted they were not experiencing it at the time of the call. The patient also reported their symptoms started to comeback around the same time they began having recharging issues. They did go to check their implant and the therapy was off. When they turned it back on they felt a jolt. They stated they had been able to feel the stimulation since then. They stated they had had little improvement since then, but not complete improvement. They stated sometimes they felt stim really strong and sometimes they didn't feel it at all. It was reviewed that if the implant battery was low, the therapy would turn off on its own. Education was provided, but no additional troubleshooting was performed.